Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g there was a clog. The following information was provided by the initial reporter: consumer reported found pen needles clog with injecting victoza.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g there was a clog. The following information was provided by the initial reporter: consumer reported found pen needles clog with injecting victoza.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.